Event description:
Reporter indicated a vns programming handheld is freezing up a lot during interrogation and diagnostics. Troubleshooting only temporarily resolved the issue. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.